Event description:
Detached / dissembled parts; it was reported that the tip broke off inside the patient. The doctors were able to retrieve the tip with a minor surgical cut down. Customer returned a complaint questionnaire form; it was stated that when the catheter was being removed the end of the catheter broke off and remained in the patient. Intervention was required, performed surgical removal of tip, catheter was removed without any further complication. The patient was discharged from the hospital.

Manufacturer narrative:
Customer report was confirmed. The catheter body was broke in half at the 6.5 centimeter area, distal of the white strain relief. There are no missing sections.